Event description:
Healthcare professional reports one incident of a pt death. One and one half hrs into the dialysis treatment the pt became unresponsive. Dialysis was terminated and the pt was given saline with the return of pulse and blood pressure. Pt was transferred to the hosp by ambulance where the pt subsequently died. Diagnosis was acute myocardial infarction and sepsis. No further info available.